Manufacturer narrative:
Other relevant devices are: catalog no. Etlw1613c156ee; s?n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured 17cmx17cm in diameter abdominal aortic aneurysm. However, it was reported that, approximately 8 days post index procedure, the left limb was found to be disconnected and a type 3 en doleak was identified. Another endurant stent graft was implanted to resolve the issue. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Films review summary a single still angiogram from an unknown study date was returned. The film was non-contrast and no scale was seen; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, and no stent graft or vessel measurements could be made. CT¿s prior and post-implant were not provided to allow for a complete assessment of the stent graft in-vivo configuration. The image returned showed the iliac limbs and the distal aaa sac; the limbs were crossed. The cause of the right limb type iii junctional endoleak could not be determined. A guidewire was seen placed within the right iliac limbs which appeared to extend into the right common iliac artery. The right limbs were essentially straight in the lt-rt image provided; however, the amount of component overlap could not be determined and non-contrast films could not assess any possible junctional or other endoleak. On the left side, there was a likely disunion between the distally implanted left limbs. The shorter length distal limb was likely detached and/or severely kinked relative to the longer/proximally placed limb. The detachment occurred near the unsupported distal sac and there was no apparent distal limb engagement into the left common iliac artery. The cause of the reported left limb disconnection could not be determined from the single still image provided. The anatomy at implant and amount of limb overlap at implant is unknown. It is possible that aneurysm morphology changes with aneurysm and iliac artery angulation may have contributed to the limb bilateral detachments. If information is provided in the future, a supplemental report will be issued.